Event description:
Manufacturer's ref : (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the dc/dc & standard connectors printed circuit board (pcb) was replaced and returned for further investigation. Visual inspection of the pcb showed clear burn marks on an inductor on the pcb. Inspection also showed that a pin on the control cable connector was bent on the pcb. Evaluation of the log files showed technical error alarms related to control cable communication between panel and base unit. A damaged connector pin in the dc/dc & standard connectors pcb may result in certain components overheating. This may in turn lead to stop of ventilation and/or shutdown of the ventilator. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a bent connector pin on the control cable on the dc/dc & standard connectors pcb. This resulted in a short circuit causing an inductor to burn.

Event description:
It was reported that the ventilator could not be turned on. There was no patient harm. Manufacturer's ref: (B)(4).